Event description:
The customer reported via phone call that the insulin pump alarmed button error and the esc button was not responding. Customer changed the battery and managed to get it to work after 20 minutes. Blood glucose value was 225 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.